Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that post procedure, when moving the patient to another bed, the patients heart rate dropped, and a code blue was called. The patient went unresponsive for a few seconds and chest compressions were administered for one round. It was suspected that the new anesthesia assistant pushed the proteins too quickly which caused the patient heart rate and blood pressure to fall rapidly. The patient made a full recovery within two minutes and was monitored for an hour afterwards and no abnormalities or damage were noted by medical staff. The device is not expected to return for analysis and the lot number is unavailable.

Manufacturer narrative:
Correction was provided in section h6 device codes a23 was removed and additional information code was added h6evaluation conclusion codes. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that post procedure, when moving the patient to another bed, the patients heart rate dropped, and a code blue was called. The patient went vagal for a few seconds and chest compressions were administered for one round. It was suspected that the new anesthesia assistant pushed the protamine too quickly which caused the patient heart rate and blood pressure to fall rapidly. The patient made a full recovery within two minutes and was monitored for an hour afterwards and no abnormalities or damage were noted by medical staff. The device is not expected to return for analysis. It was further reported, additional information clarified that due to autocorrect errors, unresponsive should have been vagal, additionally, the lot number is 34925507. The patient recovered, and there were no further complications.

Manufacturer narrative:
Correction was provided in section b5 describe event or problem and additional information in section d4 lot number. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that post procedure, when moving the patient to another bed, the patients heart rate dropped, and a code blue was called. The patient went vagal for a few seconds and chest compressions were administered for one round. It was suspected that the new anesthesia assistant pushed the protamine too quickly which caused the patient heart rate and blood pressure to fall rapidly. The patient made a full recovery within two minutes and was monitored for an hour afterwards and no abnormalities or damage were noted by medical staff. The device is not expected to return for analysis. It was further reported, additional information clarified that due to autocorrect errors, unresponsive should have been vagal, additionally, the lot number is 34925507. The patient recovered, and there were no further complications.